Manufacturer narrative:
The reported event was for unable to implant of the lead. Final analysis found that as received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. The tines found to be complete and intact. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead could not be implanted. The physician made several attempts to implant the rv lead but was unsuccessful. The rv lead was removed and replaced. The patient was in stable condition throughout.